Event description:
The customer stated the plug (spike) is coming off the tube.

Manufacturer narrative:
Correction: event description has been updated. Facility name and address has been corrected.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated the device was leaking and fell apart. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received in their original package and were visually and functionally inspected. During functional inspection, leaking was detected between the connection of tubing line and the cross-spike connector. The reported failure mode is confirmed to be related to the manufacturing/production process. The root cause and action plan will be documented through formal investigation. A corrective and preventative action was opened. This complaint will be used for tracking and trending purposes.